Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose release latch screw. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field, annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c07 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of loose release latch screw was confirmed. On 13-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem. Once completed, this document is considered a record that must be stored in accordance with company procedures. For internal use only. This document contains confidential, proprietary information of bd or one of its affiliates. It may not be copied or reproduced without prior written permission from bd. Page 4 of 4 record number 1503-001-001-r-cfn, dir 10000360031, version 07 release date: 25jul24 doco use only (approver¿s list): 0204-001-001-rec-cfn (latest version) to determine authorized approvers doco use only (record format template) 0204-011-005-r-cfn, dir 10000153640, ver 04, release date: 21oct21 internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center re-torque the module latch screw to specifications. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose release latch screw. There was no patient involvement.